Event description:
Edwards learned of an aortic bioprosthetic valve that required valve-in-valve intervention after an implant duration of 15 years nine (9) months due to severe aortic stenosis. Patient was reported in stable condition following re-op with no reported complications.

Manufacturer narrative:
Additional manufacturer narrative - the device was not returned to manufacturer as it remains implanted. Without receipt of the device no definitive conclusion can be drawn regarding the clinical observation. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.